Event description:
A falsely elevated ctni result of 18.1 ng/ml was obtained on a pt sample. The results was reported to the physician who questioned the result. A redrawn sample was tested on a different dimension instrument with a new ctni flex reagent cartridge and a result of 0.02 ng/ml was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the reported falsely elevated ctni results. Analysis of instrument data indicated that the most likely cause for the falsely elevated result is a contamination problem caused by the r1/r2 probe/drain.